Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: the battery compartment was observed to be cracked to the left of the bumper pad, from the threads traveling down to the case seal. Unrelated to the complaint, the display was observed to be dim, faded and pink.